Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a broken reservoir lip ring. The customer's blood glucose level was unknown at the time of the incident. There was no confirmation if the reservoir locks into place. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with faded serial number label, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).